Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). A call to technical services on (B)(6) 2013 states that rv lead has an increasing impedance of 1240 ohms which was 500 ohms on (B)(6) 2012. Lead is capturing. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).